Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2011, the pt was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm and a left common iliac aneurysm. The trunk-ipsilateral leg component was placed at the desired location and the contralateral gate was successfully cannulated. The physician chose to bare back the contralateral leg component to the gate, however, the edge of the device caught the edge of the trunk-ipsilateral leg component and pushed the trunk-ipsilateral leg component proximally passed the renal arteries. The physician attempted to pull the contralateral leg component back and it unintentionally deployed in the right common iliac artery. A reliant balloon was used to move the trunk-ipsilateral leg component distally uncovering the renal arteries and the same balloon was also used to move the contralateral leg component proximately towards the gate. There was approximately a 3 cm gap between the two devices so an additional contralateral leg component was used to bridge the gap between the devices. The pt tolerated the procedure and no further complications were reported.